Event description:
The drop-section on an echo table model 2272 will fall open when pt weight is applied. No injury or death was reported as a result of the complaint filed with medical positioning, inc. But it is foreseeable that if pt weight is applied to the drop-section during pt ingress/egress, it may lead to pt fall which could cause a serious injury such as a break.

Manufacturer narrative:
It was discovered through our investigation that the latches which hold the drop-section closed had come out of adjustment, the problem with the customer's drop-section latches was promptly remedied by adjusting the latches. With an installed product base of over 5000 units, a similar situation has never been reported to the co. The user manual section for preventive maintenance instructs the customer to inspect the drop section latch mechanism annually and adjust if necessary. The company will continue to monitor customer complaints for out of adjustment drop-section latches to see if any corrective action is necessary.